Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, when the iol was being inserted trailing haptic was broken.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The lens was returned positioned incorrectly (posterior surface up) in the lens case in the lens carton. Viscoelastic was dried on the lens. One haptic was broken in the gusset area. The broken haptic portion was not returned. The optic was cut almost into two portions, beginning at the optic edge, travelling across the center and ending near the opposite optic edge. Photos were provided that matched the returned product. A qualified cartridge and handpiece were used. The reporter indicated unknown viscoelastic. Not enough information was provided to determine if a qualified viscoelastic was used. The reported broken haptic damage was observed. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: company foldable intra ocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. It is unknown if adequate amount of viscoelastic was used. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).